Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: unable to adequately investigate intermittent power complaint due to blank display. Pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation battery cap is able to fully tighten. Battery cap measures within specifications. Multiple power on reset events observed in black box. Testing unable to complete all steps due to blank display. Removed pump case, display screen cracked in multiple places. No evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.